Manufacturer narrative:
Additional information: applicable imaging films were returned to the manufacturer for evaluation. Single ap view of pedicle screw construct at l2-l5. Crosslink is in place below l4 screws. Interbody device seen at l3 <(>&<)> l4 rods broken bilaterally below l4 screws but no revision being considered and patient is asymptomatic suggesting solid fusion at l4/5. Therefore, implants met intended function.

Event description:
It was reported that the patient underwent a procedure at l2-l5 (l2-l3 via plf and l3-l5 via plif). X-rays were taken approximately twelve months post op, but the surgeon did not notice that the right rod was fractured at the caudal crosslink at that time. When the left rod fractured approximately 24 months post op, the surgeon reviewed the previous x-rays and confirmed the right rod fracture. Since the cages remain in their proper places and the patient is asymptomatic, no revision surgery is under consideration.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.